Event description:
Per pt's report: the valve was explanted due to infection. It was replaced with a homograft. More info has been requested.

Event description:
In 2000, dr implanted a 27 mm aortic toronto spv valve (model spa-101-27). In 2000, another dr explanted this valve due to infection. A homograft was then implanted. The explanted valve was reported to have been discarded at the hospital and no additional info was available.